Manufacturer narrative:
(B)(4). Date sent: 4/30/2021. H6: component code = g07. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse60a device (a) was returned with no apparent damage and with no reload present. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. No damage was observed on the jaws. The bulkhead contacts damaged have been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler stopped with a defect in the bulk carrier and was immediately replaced by a new one. Patient consequence was not reported.